Manufacturer narrative:
(B)(4). The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
To show that wife "thinks" customer was wearing sensor at passing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was still unknown as the customer died out of state. The caller stated that the customer did not have any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The customer was in (B)(6) for baseball spring training and was found on the floor, and they were not sick. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to 0000. It was reported that the customer's wife thinks that the customer was wearing the sensor at passing.